Manufacturer narrative:
Patient specifics with regard to gender, age and weight were not provided. The doctor noticed that the composite did not reach the base of the patient's preparation after taking x-rays during a routine follow-up visit. The doctor removed the composite restoration and replaced it. To date, the patient is doing fine. The product involved in the alleged incident was not returned. An evaluation of retained product is expected, but has not yet begun.

Manufacturer narrative:
The product involved in the alleged incident was not returned; therefore, a visual and physical evaluation was performed on a retained sample, yielding results within specifications. A DHR review indicated that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to this lot.

Event description:
A doctor alleged that the premise packable unidose was hard to extrude and did not reach the bottom of the preparation for two (2) patients. This is the first of two (2) reports.